Event description:
It was reported that the patient had a syncopal episode and passed out for five minutes. Emergency medical services noted that when they got there, "nothing was happening with the device." The device later appeared to be functioning as programmed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).